Event description:
It was reported that the surgeon attempted to insert an aa420vl silicone single piece lens, but the lens felt tight in the cartridge. It was unk if the lens was damaged, so the surgeon decided to use another lens. There was no patient contact. The reporter stated the cause of the lens feeling tight in the cartridge was due to not enough viscoelastic being used during loading.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens stuck in the returned cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was returned for evaluation.